Event description:
It was reported that coating sheared off of the filter wire upon insertion. A 2.4mm jetstream xc atherectomy catheter and a non-boston scientific filter wire were selected for use in an atherectomy procedure in the superficial femoral artery (sfa). While inserting the jetstream over the filter wire, the coating sheared off of the wire. A new filter wire was used and the same issue occurred. A new jetstream device was used to complete the procedure. There were no patient complications.